Event description:
Second degree burn [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. This is a report received from (B)(6). A patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap, wrap) topically from an unspecified at an unspecified dose for an unspecified indication. Relevant medical history, concomitant medications were not reported. The patient experienced burn second degree on an unspecified date with outcome of unknown. Action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Medical review completed ((B)(4) 2012): this is a health authority case from (B)(6). Case is medically confirmed. The reported event is considered serious and associated with the device use. This case is medically assessed as serious and reportable.